Event description:
The oscillating saw attachment came off during surgery without pressing buttons to release the attachment. To begin with, the lock feature moved easily, then got harder to move, then the attachment came off. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.